Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular (rv) channel of the pacemaker exhibited varying thresholds and entered high output mode. No intervention or changes were reported. The patient's condition was unknown.

Manufacturer narrative:
Further information was requested but not received.